Event description:
Biograft human umbilical vein graft inserted in the netherlands in 1999 (unknown indication) with reported good result. Two days later, another surgeon removed the graft because of "intima dissection"; no other info available at this time. Explanted graft returned to bio-vascular and microscopic analysis performed. Intimal dissection noted but no cause determined.